Event description:
The customer alleges that a patient fall occurred that resulted in a l2 fracture. No surgical intervention was reported. Further information has not been provided.

Manufacturer narrative:
The customer reported that the staff had trouble differentiating between ibed awareness and the bed exit alarm. As a result, the staff was retrained on arming ibed awareness and bed exit. Based on this information, a senior quality assurance engineer determined that this event was most likely not due to any component level defect and most likely the bed exit alarm was not set correctly.

Event description:
No new information.